Event description:
It was reported that during a laparoscopic cholecystectomy procedure, devices that were used would not form complete clips. The nurse had the devices in her office for a number of months and only gave them up. She did not have much detail of the case other than they had to open a third device at the time to complete the procedure. Given the procedure was some time ago she could not offer any more detail about it. This is also the reason the date of procedure is not very specific. No adverse event on the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j90x41; expiration date: 03/2017; manufacturing date: 04/2012.